Manufacturer narrative:
The cause for the discordant advia centaur ca19-9 results is unknown. The customer will use lot 368 to run patient samples. Siemens healthcare diagnostics has requested the unused ca19-9 reagent lot # 366 from the customer for evaluation at the manufacturer's site. The instrument is performing within specifications. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease."

Manufacturer narrative:
On 06/26/2015 additional information:the customer observed discordant results during a correlation study between lots 362 and 368 with lot 366. Siemens healthcare diagnostics has performed an internal investigation. The release data does not indicate a bias similar to what the customer has observed between lot 366 and lots 362 & 368. The customer returned lot 366 material to the siemens for evaluation. The evaluation did not confirm the high recovery with lot 366 vs. 368. The average bias seen between lot 366 and lot 368 was 0% and the median bias was -2% for the 9 patient samples tested. The average bias seen between lot 366 (from the customer) and 366 (from siemens) was -4% and the median bias was 3% for the 9 patient samples tested. The average bias seen between lot 366 (from the customer) and lot 368 (from siemens) was -5% and the median bias was 0% for the 9 patient samples tested.(B)(6).the cause of the customer's high recovery with lot 366 is unknown.no further evaluation of the device is required.

Event description:
Discordant advia centaur xp ca 19-9 results were obtained for ten patient samples during a correlation study. The results for the patient samples were higher with the new reagent lot 366. Lot 368 was sent to the customer for troubleshooting. The customer ran a correlation study using fresh samples with lot 366 and lot 368. The customer will use lot 368 to run patient samples. The customer did not have any reagents left from lot 362 to run another correlation study. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.